Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm®. The following day, patient experienced some "bumps" which were massaged down. Two days after injection, patient noted swelling on the right-side cheek and had some pain/discomfort. Patient saw their general practitioner (gp) and was prescribed keflex. Patient has a hard lump around 2cm in diameter around the right-side buccal area which was "getting darker". The next day, patient spoke with the injecting hcp and so they treated the patient with hylase on the right-side buccal area from the nasolabial fold down to the jawline. Patient was also put under led and was advised to do a warm compress at home. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.